Event description:
It was reported to boston scientific corporation that an exalt model b monitor kit was used during a thoracotomy procedure on (B)(6) 2023, to treat lung cancer. During the procedure, while the physician was scoping the patient's lungs, the exalt b monitor screen image was lost. It was reported that the screen monitor went black, and the image was unable to be recovered. It was noted that the monitor was fully charged. The exalt model b scope was removed from the patient without visualization, the exalt b monitor kit was exchanged, and the procedure was able to be completed. No patient complication was reported as result of this event.

Manufacturer narrative:
Block h6: problem code a06 captures the reportable event of loss of visualization inside the patient. Block h10. The returned exalt model b monitor was analyzed, product analysis found the device functioned correctly throughout analysis. Product investigation reviewed the log files, and it was found that the unit turned off while in use for 1hr and 4 minutes on battery. The log also shows that the low battery warnings were displayed but the unit was never plugged in and recharged before shutting down. The screen went blank because the unit shutdown due to low battery and not being plugged to charge. It appears the user expended the device's normal battery life and the tablet powered off as a result. The exported device log showed that the unit properly cycled between battery and power across multiple procedures, and correctly displayed the low battery warning. The unit appeared to function correctly, and the logs show a history of correct behavior. Based on all gathered evidence, the cause code selected is no problem detected, which indicates that the reported event was not confirmed. A review of the manufacturing documentation for this device revealed that no anomalies or deviations related to the event occurred during manufacturing. A search of the complaint database confirmed that no similar complaints exist for the specified lot. A labeling review was performed and, from the information available, this device was used per the instructions for use (IFU) / product label.

Event description:
It was reported to boston scientific corporation that an exalt model b monitor kit was used during a thoracotomy procedure on (B)(6) 2023, to treat lung cancer. During the procedure, while the physician was scoping the patient's lungs, the exalt b monitor screen image was lost. It was reported that the screen monitor went black, and the image was unable to be recovered. It was noted that the monitor was fully charged. The exalt model b scope was removed from the patient without visualization, the exalt b monitor kit was exchanged, and the procedure was able to be completed. No patient complication was reported as result of this event.

Manufacturer narrative:
Problem code a06 captures the reportable event of loss of visualization inside the patient.